Manufacturer narrative:
This report is submitted on may 06, 2021.

Event description:
Per the clinic, the patient underwent revision surgery to reposition the implant on (B)(6) 2021 due to the electrode array being inadvertently implanted inside the vestibule and not cochlea.